Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, customer reported misalignment of the instrument's branches, the clips do not close correctly. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer was about to use the instrument on a vessel, but the clinical sales rep suggested testing it first by performing an empty closure (without contacting patient tissue). The instrument was not used on the patient. No tissue came into contact with the instrument, and no fragments fell into the patient. A backup da vinci instrument of the same type was used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.